Manufacturer narrative:
Device not available.

Event description:
The physician reported that a patient presented 2 weeks post-procedure with severe posterior epistaxis. The bleeding presented as unilateral. The patient was hospitalized and treated over night. The patient was either treated with sphenopalatine artery ligation or an embolization, the additional information is not available. The patient had no further complications and has fully recovered.